Manufacturer narrative:
Baxter received and evaluated the device.  Visual inspection did not identify any abnormalities that could have contributed to the reported condition.  A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was not verified. The device passed flow accuracy test with -4.2896% accuracy error after running for 60min on 125ml/hr rate; the error rate is within spec as it is under 5%. The device was found to deliver within specification during flow testing.  No correction is required.  Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Baxter received and evaluated the device.  Visual inspection did not identify any abnormalities that could have contributed to the reported condition.  A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was not verified. A review of the event history log found no supporting evidence of an under infusion and an under infusion was not duplicated during evaluation. The device passed flow accuracy testing with -4.2896% accuracy after running for 60min. At 125ml/hr rate; the percent error is within specification as it is under 5%.  No correction is required.  Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced under infusion during therapy (medication, dose, programmed amount and delivery rate unknown) in the intensive care unit (ICU). There was no known patient injury or medical intervention associated with this event. No other information is available.